Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functional testing) was confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to broken wires in the monitor's electrode belt cable receptacle. The root cause for the broken wires was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functional testing.